Event description:
Event description cpi received information that during an attempted implant of this sweet tip bipolar lead (4269) the helix broke off. The physician elected to implant another (4269) lead in the patient.